Manufacturer narrative:
Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that immediately post implant of this mitral bioprosthetic valve, the valve was explanted and replaced with a non-medtronic mechanical valve due to regurgitation. No additional adverse patient effects were reported.

Manufacturer narrative:
Product analysis: upon receipt at medtronic¿s quality laboratory, visual inspection revealed the valve was discolored with evidence of blood contact. An intra-cuspal hematoma was noted along the margin of attachment of the right cusp (rc). All leaflets were in a semi-relaxed position, flexible, and intact. All commissures were intact. Hydrodynamic pulse duplication testing with high speed video observation showed normal, full opening and closing leaflet motion with no evidence of leakage at all flow rates/cardiac outputs. Flow through the valve was documented using echocardiography, digital high speed imaging and flow meter assessment. Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Based on the investigation and analysis findings, the valve demonstrated normal performance throughout the typical range of cardiac output and mean aortic pressure and the reported issue could not be confirmed. If information is provided in the future, a supplemental report will be issued.